Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2022, it was observed that the lavage button of a 5 way footpedal device did not work because when the surgeon hit the button, the pressure did not increase. During in-house engineering evaluation, it was determined that the left pedal on the device was broken. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation showed wear marks. The left pedal was broken. Finally, the cord had some bent marks. To test its functionality, the device was connected to the pump, the foot pedal was recognized, and no error message showed. Also, the complaint device was connected to a fms vue pump with a test handpiece shaver for evaluate the different modes (reverse pedal, oscillate pedal, forward pedal, the pressure and blood buttons) and no anomalies were found. The footpedal was tested several times and for more than 15 secs each time for continuity, therefore this complaint cannot be confirmed. We cannot determine in specific what caused the user to experience reported problem. The possible root cause for the condition of the device could be attributed to wear and tear due to use, as well as rough use and dropping the unit. However, it cannot be conclusively affirmed. As per IFU, follow all the appropriate instructions for use. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.